Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. The pump was tested and was found to be functioning properly and delivering within specification. No problem was found with the device. No further action will be taken. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. UDI#: unknown; premarket (510k) number: unknown.

Event description:
It was reported the device shows dispensing errors. Pump was dispensing more medicine in an unstable way. In three successive changes the quantity present in the cassette was strongly different from what was expected and indicated by the display: the first time empty cassette with indicator about 13ml; the second time empty cassette with indicator about 5ml; the third time cassette with 5ml and indicator about 13ml. This is 1 of 5 complaints reported by the same customer for different sn pump numbers. Complainant reported for all 5 complaints the malfunction could be generated by the kitchen induction hob. No patient injury was reported.